Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer on (B)(4) 2012, the customer indicated no smoke, fire, sparking or melting were observed, but confirmed that there were cracks located at the tip of the adapter on the right and left. The customer was using a rubber band to keep the transformer closed. The product involved in the complaint has not been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul 2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine the root cause and will continued to be monitored. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed.

Event description:
The customer reported to customer service that there was a crack at the end of the power adapter. Customer was using a rubber band to cover the exposed wires. No sparking, flames, or fire were observed; no injuries were reported.